Event description:
The customer reported needing assistance changing a name on a report. Initially, the information provided in the fse notes and customer description led the investigator to a no malfunction, customer requesting assistance for a typo. After some investigation and communication with the field, product support and customer, the biu has decided to report the failure while the investigation is conducted for the potential for patient data mismatch. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is completed.